Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: (B)(6) 2023. H.6. Investigation summary: it was reported the customer was not able to draw up any of the medication. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. The sample is not the reported sku 305211, but a nokor needle with a filter hub. The sample was connected to an empty syringe and air was able to pass through the sample. The two photos provided show a filter needle connected to a syringe. The syringe appears to be filled with about 0.45ml of a solution. The second photo shows a needle similar to the sample received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. As the material and lot number of the returned sample is 'unknown,' a device history record review could not be completed. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that the bd blunt fill needled was occluded. The following was received by the initial reporter: roche has received the following complaint: ¿retina specialist was unable to pull up the drug when attempting to use the filter needle. Retina specialist used the supplied filter needle in the box and the filter needle was not transferring, and she was not able to draw up any of the medication and there was still medication left in the vial¿.

Event description:
It was reported that the bd blunt fill needled was occluded. The following was received by the initial reporter: roche has received the following complaint: ¿retina specialist was unable to pull up the drug when attempting to use the filter needle. Retina specialist used the supplied filter needle in the box and the filter needle was not transferring, and she was not able to draw up any of the medication and there was still medication left in the vial.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.